Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics intraperitoneally. On an unknown date, pd therapy was discontinued and the patient was placed on hemodialysis. Treatment was switched to unspecified antibiotics given with hemodialysis treatments. At the time of this report, the patient recovered from the peritonitis event and hd therapy was ongoing with the intention of returning to pd therapy. No additional information is available.